Manufacturer narrative:
(B)(4). The following additional information was obtained : onset date of (B)(6) 2017 it was reported that the blood routine results indicated that the white cells were 13.75, the percentage of neutrophils was 90.61%, and the neutrophils were 12.5. - blood routine indicated that the white blood cell count was 13.79. Is the adverse event incidence of wound closure?: no . Severity/intensity: mild . Did the adverse event cause the subject to be discontinued from the study?: no. Concomitant or additional therapy given for this adverse event?: no . Other action taken?: no. Relation to the study device: not related. Relation to the study procedure: not related . Outcome: recovering/resolving . Is the adverse event still ongoing?: yes . Is this a serious adverse event?: no.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: is the adverse event incidence of wound closure?: yes. Adverse event: delayed wound healing. Start date (dd- mmm- yyyy): (B)(6) 2017. Severity/intensity: severe. Did the adverse event cause the subject to be discontinued from the study?: no. Concomitant or additional therapy given for this adverse event?: no. Other action taken?: yes. If ¿yes¿, specify: strengthen the replacement of the incision dressing. Relation to the study device, study procedure, or other causality: not related . Outcome: recovered/resolved. Is the adverse event still ongoing?: no. If ¿no¿, end date (dd- mmm- yyyy): (B)(6) 2017. Is this a serious adverse event?: yes. Was the event a congenital deformity or abnormality?: no. Was the event a life-threatening illness or injury?: no. Was the event a permanent impairment of a body structure or a body function?: no. Did the event require hospitalization?: yes. Did the event prolong hospitalization?: yes. Medical or surgical intervention to prevent life-threatening illness or injury: no. Did the event result in death?: no. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any anomaly or issue with the device prior to use? What was the condition of the tissue where suture was used (normal, diseased, weakened)? Was there any patient predisposing event (cough, fall, etc) prior to dehiscence? Location and incision size of dermabond product application? How the device was used (what layer of tissue and how many layers applied)? Does the surgeon believe dermabond contributed to wound dehiscence? What is the current condition of the patient?

Event description:
It was reported that a patient underwent a total knee arthroplasty procedure on (B)(6) 2017 and topical skin adhesive was used. No anomalies occurred during the surgery. Post-operatively, on (B)(6) 2017, the patient experienced a wound dehiscence. The wound was cleaned and resewed. The patient was under monitoring at the hospital. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: in regards to the poor wound closure event, can you please elaborate: was this event possibly related to the study procedure? Yes probably related or was the event possibly related to other causality? ¿ if yes, please elaborate. Yes - there is inappropriate rehabilitation exercise after the operation. The investigator said the subject did too much exercise. In regards to the delayed wound healing event, can you please elaborate: was this event possibly related to the study procedure? Not related or was the event possibly related to other causality? ¿ if yes, please elaborate. Yes, because of the rehabilitation exercise. If the event is possibly related to the study product, please provide the following: date of procedure in which product was used (B)(4) 2017 b. Name of procedure total knee arthroplasty product code, lot number anx12 kch427 past medical history hypertension, superficial gastritis, cholecystotomy , the right lower extremity venous exfoliation , osteoarthritis , astriction medical or surgical intervention performed due to patient symptoms strengthen stitch does the investigator believe that the main cause of the problem was too much exercise? No further information.

Manufacturer narrative:
Additional information. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. The following additional information was requested and the following was obtained: date the event occurred - (B)(6) 2017 location and incision size of dermabond product application? No how the device was used (what layer of tissue and how many layers applied)?unk does the surgeon believe dermabond contributed to wound dehiscence?unk what is the current condition of the patient?stable what layer of tissue was being used or closed? Unk was there was any patient impact (additional treatment required etc.) And/or problem (prolonged surgery etc.) Due to the non-conformance reported? Unk did they have formal training on the use of these devices?yes was the sales rep present during the procedure?no was the defective device saved for evaluation?no location and incision size of dermabond product application?unk how the device was used (what layer of tissue and how many layers applied)?unk does the surgeon believe dermabond contributed to wound dehiscence?unk what was the condition of the tissue where suture was used (normal, diseased, weakened)?normal was there any patient predisposing event (cough, fall, etc) prior to dehiscence?unk